Event description:
Patient to operating room for orif of right periprosthetic fracture. During placement of orthopedic hardware, the tip of a screw broke off the screw body. The head was retrieved and removed from the field. The body of the screw remains embedded in the patient's femur. Per orthopedic attending , the body of the screw will remain in place along with other screws.